Event description:
The customer reported there was no image on the insufflation unit. The issue was found during a therapeutic laparoscope procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Initial follow up with the customer indicated that the intended procedure was not completed and that the device failed in the middle of the procedure; however, the customer made reference to borrowing a device from another hospital and there were no delays; therefore, additional follow up is being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was cancelled and was finished on another day with a different device.